Event description:
It was reported to philips healthcare that the heartstart adult pads plus failed to deliver shock during use on pt. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.